Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single pt sample that was generated by the access 2 instrument. A pt sample was tested for accu tnl and a result of 1.61ng/ml was obtained. The accu tni result was not reported out of the lab. The customer re-tested the original sample for accu tni. The repeated accu tni result was 0.00ng/ml. The customer did not received any report of pt injury requiring medical intervention or change to pt treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Customer has been having problems with system check; however, details were not provided. Customer was instructed to clean and change aspirate probes and system check passed. The specimen was collected into bd, plasma tube and centrifuged at 4,000 rpm for 10 minutes. The customer is spinning their tubes at the maximum speed per MFR request. All samples are filtered prior to testing. A field service engineer (fse) was dispatched to the customer's lab in 2006. The fse checked dispense and aspirate probes. The fse cleaned out sample pipettor and wash cup and realigned probe to the wash cup. The fse conducted diagnostics testing which passed within specifications. The fse verified that the instrument was operating per published specifications. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.